Event description:
It was reported that the patient received a vibratory alert and presented at the emergency room. It was noted that the right ventricular lead's defibrillatory impedance was high. The fast path summary showed the defibrillatory impedance was 86 ohms which was within the normal range. A review using the bar graph on test results confirmed the defibrillatory impedance was out of range when the notification was delivered. A decision was made to continue monitoring the lead's status. The patient did not suffer any adverse events or symptoms.